Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient disconnecting from the set due to being confused and reconnecting. The peritonitis, diagnosed while the patient was hospitalized for an unrelated indication, was manifested by cloudy effluent. On unreported date(s), the patient was treated with gentamycin intraperitoneally with each exchange (dosage, frequency, and duration not reported) for the peritonitis event. Approximately five days after being diagnosed with peritonitis, peritoneal dialysis therapy was discontinued. On that same day, the patient was discharged from the hospital to home with hospice care. The patient was recovered from the peritonitis and the effluent was clear prior to hospital discharge. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) the cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.